Manufacturer narrative:
The device was not returned. Thus, a proper device analysis could not be completed nor the reported issue confirmed. Based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · - lens placement technique. - loading strategy. - accessory device support. -·poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the iol tilted. Customer confirmed that the lens had been explanted. No additional information provided.